Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not appropriately marking the atrial arrhythmia. The patient reported feeling dizziness. The ipg remains in use. No further patient complications have been reported as a result of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.